Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device not implanted or explanted, screw fell into orbit and cannot be found. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the screw was left behind in the orbit of the eye and there was no attempt to remove the screw. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an orbital rim fixation procedure a matrix midface 6mm screw popped off of the screwdriver and fell into the orbit. The surgeon was unable to retrieve the screw. The surgery was completed successfully. There is 1 devices in this complaint. Concomitant medical products: screwdriver (part# unknown, lot# unkown, quantity 1) screws (part# unkown, lot# unknown, quantity 6). This report is 1 of 1 for (B)(4).